Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and calcified superficial femoral artery - anterior tibial artery. The coyote, 1.5 mm x 40 mm x 150 cm balloon was used to dilate the lesion. On the first inflation the balloon was inflated to six atmospheres. The second inflation the balloon was inflated to ten atmospheres. The third thru fifth inflations the balloon was inflated to fourteen atmospheres. On the sixth inflation the balloon ruptured at fourteen atmospheres. "According to the physician the calcified lesion would have caused the balloon to rupture." The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).